Event description:
According to the reporter, during a procedure, the device was partially fired, the lock ring was totally broken and the knife and staple could not be retuned after firing. The reload was lock on tissue. Suturing was done as a staple line replacement, resect, and re-staple the issue was resolve.

Manufacturer narrative:
D10 concomitant products: sigadaptxl - sig power sigadaptxl linear xl adapter, serial# (B)(6) sigmret - sig power sigmret manual retract tool, lot# c2g7402x sigphandle - sig power sigphandle handle, serial# unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the proximal end of the reload adapter was broken. The articulation rod was fully detached. The proximal ends of the laminates displayed damage. It was reported that there was difficulty retracting the knife blade, instrument broke, and instrument locked on tissue. The reported issue were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the reload is over flexed while attached to the adapter. Replication of the broken articulation rod can occur if the loading unit is forcefully rotated while only partially inserted into the instrument shaft or if trying to remove loading unit without articulation lever being in neutral position. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not attempt to insert or remove the instrument from the trocar sleeve if the instrument is in the articulated position. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a robot low anterior resection (lar) procedure (intuitive), the device partially fired, the lock ring was totally broken and the knife and staple could not be retuned after firing. The reload lock on tissue. Suturing was done as a staple line replacement resect and re-staple, the issue was resolved.